Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the oxygen gas module was replaced and returned for investigation. The reported failure with a hissing sound was reproduced during simulated use test of the returned oxygen gas module in a ventilator. The failure was caused by a defective and leaking supply pressure transducer on a printed circuit board inside the gas module. The supply pressure transducer is part of the flow measuring in the gas module. The failure of the supply pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was not confirmed in received device logs.

Event description:
It was reported that a leakage was heard from the o2 module of the ventilator. There was no patient harm. Manufacturer ref. #: (B)(4).